Manufacturer narrative:
Data analysis: automated impella controller (aic) logs indicate that this battery failure alarm was triggering since the console was shipped back to the customer after service. Routinely, field service (fs) disengages the battery transport connection switch for shipping the console back to the customer after a preventative maintenance (pm) procedure. It is the responsibility of the customer to re-engage the transport connection switch. A reminder note is adhered to the screen of the console to remind them of this duty. Device analysis: with the transport connection switch properly engaged, the console was power cycled multiple times while on battery and ac power. No battery failure alarms were triggered throughout testing. However, it was observed the battery failure buzzer triggered erroneously. Upon review of a video obtained by (B)(6), the battery failure buzzer on pbm circuitry was sounding even though the batteries were not disengaged, and on the aic¿s ui, there was a 100% battery level with no alarms present. The false sounding of the battery failure alarm could not be determined due to the inability to reproduce. However, this failure is isolated the pbm pca based on the rationale above. It unlikely to be related to the reported complaint. The battery failure alarm in the field was most likely due to a disengaged transport connection switch that was not re-engaged by the customer upon receipt of the console after service. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller had a battery failed that occurred during a clinical procedure. There was no patient harm reported.